Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot# va2d4qm, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Product ID: 978b128, lot# va2e9pu, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 12-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that after implant the healthcare provider turned on stimulation but patient did not perceive stimulation adequately. The only perception was burning in the area of the ins. It was noted that right after implant of the lead (5 weeks earlier) the patient had kind of inflammation in the area of the percutaneous extension. Impedance measurement had been performed on (B)(6) 2021. Impedances are in normal range (600-1200 ohms). No inflammation is visual. Stimulation with monopolar or bipolar configuration did not lead to paresthesia in regions other than in the ipg pocket.

Event description:
Additional information received reported that the complete system was explanted on (B)(6). During explant, the healthcare provider noticed that the lead was dislocated completely. The incision site from lead implant was opened and it was noticed that the lead was lying there without any fixation to the tissue and all four contacts were visible. All four tines were intact.

Manufacturer narrative:
Continuation of d10: product ID: 3560022; lot# va2d4qm; implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: extension; product ID: 978b128; lot# va2e9pu; implanted: (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.